Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia') and device breakage ('2 small pieces of essure were seen and removed') in an adult female patient who had essure (batch no. E24123) inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilation and curettage with novasure endometrial ablation, laparoscopic bilateral salpingectomy and laparoscopic bilateral salpingectomy,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding and device breakage outcome was unknown. The reporter considered device breakage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: insertion details-right 3 and left 3 trailing coils in uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received-lot number added. Event medical device removal updated to pelvic pain. Event menorrhagia, device breakage added. New reporter, insertion details, removal details were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia') and device breakage ('2 small pieces of essure were seen and removed') in an adult female patient who had essure (batch no. E24123) inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilation and curettage with novasure endometrial ablation, laparoscopic bilateral salpingectomy and laparoscopic bilateral salpingectomy,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding and device breakage outcome was unknown. The reporter considered device breakage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: insertion details-right 3 and left 3 trailing coils in uterus concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Batch no: e24123, production date: 2015-08-07, expiration date: 2018-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.